Manufacturer narrative:
Corrected expiration date: 2020-07-31. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 of the pd treatment he received "m31 air detected in cassette warning" alarms. The patient reported air bubbles inside the unused lines. The patient cancelled treatment and when the patient removed the tubing set being used there was fluid leaking coming from the inside area of the pump door. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his remaining treatment and the patient's dialysis machine was replaced. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient had not reported the incident until the patient was in for a clinic visit the following week. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 of the pd treatment he received "m31 air detected in cassette warning" alarms. The patient reported air bubbles inside the unused lines. The patient cancelled treatment and when the patient removed the tubing set being used there was fluid leaking coming from the inside area of the pump door. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his remaining treatment and the patient's dialysis machine was replaced. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pdrn stated the patient had not reported the incident until the patient was in for a clinic visit the following week. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded available to be returned for evaluation.